Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump displayed an f49 malfunction in real time clock: abnormal rtc data) alarm. The event occurred when plugging the device in. There was no patient involvement. No additional information is available.